Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lavd). It was reported that after the pt was transplanted and device was observed, the vad coordinator had contacted the manufacturer and informed them that the pt had been transfused approximately four times since the lvad early in 2004. Upon explant of the device the following was communicated to the manufacturer, the inflow valve graft universal swivel joint/suture gortex was broken with strands lying out. The inflow valve rotating cuff was wearing against the dacron collar and it was worn so that you can see stainless steel underneath. Inside the rotating collar there is a hole in the inflow valve graft, large enough for a chick pea to pass through. The elctrical housing had showed there were a lot of wear, fillings and metal particles settled down at the pump based. The hospital is sending the device to the manufacturer for analysis. The pt received a heart transplant.